Event description:
Caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Cts informed the caller that the reset was part of a built-in safety feature and educated them on the necessary steps, after which the customer successfully resumed insulin.